Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to replace the power switch overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator gave a check vent alarm for the alarm led (light emitting diode). There was no patient involvement.